Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-02071. It was reported that following an implant procedure on (B)(6) 2021, the patient complained of weakness and numbness in the left leg. CT imaging was conducted, and it was learned that one of the leads was placed too laterally. Steroids were administered. Surgery occurred wherein one of the leads was explanted, which resolved the issue. It is not known which lead was the left one, so both are being reported.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.